Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
During surgery low anterior rectum resection in surgeon could not open contour after firing. Finally, after a while and by using of high strength from the surgeon side it was released. The stapler line was incomplete and many of the clips remained in the hub but were unformed. It was performed by experienced surgeon who uses contour regularly and by sales rep there was not too much tissue. The patient is fine, and no complications have occurred.

Manufacturer narrative:
(B)(4). D4: batch # t5cw9x. Device analysis: the analysis results showed that the cs40g device was received with the pushrod bent and with a cartridge reload present. The reload was received void of staples, with the washer uncut and with the knife recess below the reload deck. In addition, the returned cartridge was noted to have a staple stuck in the washer. No functional test could be performed due the condition of the device. The damaged pushrod was a result of cartridge was not properly aligned inside the anvil head of the stapler device during the closing of the stapler device with automatic retaining pin advancement and the stapler device was still able to latch closed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.